Manufacturer narrative:
The device was evaluated. There was no physical impact on the motor and device. The event history log review identified error code 20602. Functional testing was performed and the system error 20602 was reproduced. The cause of the system error was due to a faulty motor. The faulty motor would be replaced to resolve the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was identified. No additional information is available.